Event description:
A ventilator was returned to the manufacturer for service due to the oxygen connector failed to be plugged/unplugged. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was observed in the downloaded event log. The device's blower motor was replaced to address the issue.